Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were returned to the manufacturer after being explanted due to an upgrade procedure and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.